Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to low impedances on both leads. The patient also experienced discomfort at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads and ipg were explanted and replaced.

Manufacturer narrative:
The report of ¿uncomfortable pocket site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. Report stated patient had weight loss prior to complaint.